Event description:
It was reported that the .018 sv short 180cm st guidewire was unravelling when removed from the packaging. The physician switched to another device to complete the case and there was no adverse impact to the patient. The device was being used for a peripheral intervention (treatment). Evaluation of the returned device revealed that the core wire presented a fractured at the distal end. The coil tip presented an unraveled/stretched condition. The core wire and coil was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending.

Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that the guidewire unraveled when removed from the packaging. The physician switched to another device to complete the case and there was no adverse impact to the patient. There was no reported patient injury. One non-sterile pgw .018 sv short 180cm st was received coiled into a plastic bag. The core wire presented a fractured at the distal end. The coil tip presented an unraveled/stretched condition. The core wire and coil was inspected under microscope and the damage was confirmed. The device was sent to sem analysis. Sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10375628. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The complaint reported by the customer as ¿guidewire- unraveled/stretched¿ was confirmed during the analysis. The cause of the unraveled/stretched condition could not be conclusively determined. The cause of the fracture found during the analysis could not be conclusively determined. However, sem results showed that the core wire presented evidence of reverse bending. It appears that the separation occurred while the sample piece was being bending due to the reverse bending. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; the product analysis suggests that the failure could not be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. With the information available it is not possible to draw a clinical conclusion as to the cause of the significant amount of damage seen on the device.